Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the system never worked, the patient had not been using it, it had been dead since 2014, and ¿it¿s going to come out¿. It was noted the hcp did not elaborate on what exactly wasn't working with the device. There were no medical symptoms reported. The hcp noted it is had been an issue since implant. It was noted the patient did not have a managing hcp. There were no further complications that have been reported as a result of this event.